Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 6.8, 4.8, lab: 3.5. Patient self tester tested this morning and received inr 6.8 retested 4.8 minutes later. She then went to the lab. Venipuncture came back at 3.5 (2.5 hours later). Therapeutic range is 2.5-3.5. While on the phone with technical service, she tested a healthy individual on the meter with the same lot; came back at 1.1.

Manufacturer narrative:
Per complaint, patient has hypothyroidism. Patient's current health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter: 1 = 6.8, inratio meter: 2 = 4.8. Reference = 3.5, mean = 5.03; confidence limits = na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 6.8; 2nd inr = 4.8, mean = 5.80, sd = 1.41; %cv = 24.38. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Recent test conducted on lot 266050 on (B)(4) 2012 met accuracy and precision criteria. Test results are as follows: donor (B)(6) = 3.5, 4.0, 3.6 inr; donor (B)(6) = 2.5, 2.5, 2.3 inr. At least two out of three replicates are within the allowable bias (+/- 1.0) of reference results for donor (B)(6) (3.27 inr) and donor (B)(6) (2.30 inr), respectively. In-house test results have 7.15% and 4.75% respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. Patient's condition/medication may have contributed to unexpected results. No product was expected to be returned. In-house therapeutic sample test results met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant results complaints were reported for lot # 266050 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot number 257198 was assigned and packaged into strip lots (266051 and 266050); (B)(4) total discrepant complaints have been reported for lot number 266051 and 266050 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.